Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on available information, the reported difficult to remove from anatomy was due to procedural circumstances. The reported tissue injury is a cascading effect from the reported difficult to remove from anatomy. The reported unchanged mr was a cascading event of the reported tissue injury. The reported patient effects of tissue injury and mitral regurgitation, as listed in the mitraclip system instructions for use, are known possible complications associated with mitraclip procedures. The reported serious injury/ illness/ impairment was a result of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Event description:
N/a.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2025, a patient presented with grade 4 functional mitral regurgitation(mr) a2/p2 central mr jet, tethered posterior leaflet for a mitraclip procedure. During the procedure, a mitraclip xtw was successfully implanted on the anterior-2/posterior-2 (a2/p2). A mitraclip nt was then advanced within the patient, after multiple grasping attempts the clip became caught on the leaflets. Troubleshooting was preformed and the clip was successfully removed, but the mr returned to grade 4. The anterior leaflet was damaged. The mitraclip nt was removed from the patient and the procedure was discontinued. The final mr remained at grade 4. There were no clinically significant delays reported.